Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Some sections could not be completed with the limited information provided, device remains implanted.

Event description:
It was patient that enrolled in a clinical study and underwent a left unilateral knee arthroplasty on (B)(6) 2007. Patient underwent a right total knee arthroplasty on (B)(6) 2002. Subsequently, on (B)(6) 2009 patient reported knee cracking when walking and hip problems. There has been no reported revision procedure to date.